Manufacturer narrative:
(B)(4). Statement from our manufacturer: statement : received 3 samples for investigation. Sample 1: in as received condition, clamp clip is clamped and wing cap has been replaced with white closing cone. Big top cap is opened and discofix cap is removed. No crystallized/liquid residue is observed at cap valve. Additionally, detected crystallized residue at male luer lock. Clamp clip is released. No flow is observed. Sample 2: in as received condition, clamp clip is clamped and wing cap has been replaced with white closing cone. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Additionally, detected crystallized residue at male luer lock. Clamp clip is released. Immediately observed flow of solution. Sample 3: in as received condition, clamp clip is clamped and wing cap is still attached to the pump. Big top cap is opened and discofix cap is removed. Detected crystallized residue at cap valve. Wing cap is removed and clamp clip is released. Immediately observed flow of solution. Analysis: complaint sample 1 is dissected by section to investigate the possible contributor of blockage. Complaint sample is dissected at section a (microbore tube, before male luer lock). Immediately observed flow of solution. It can be concluded that the complaint sample is not working due to blockage at glass tube. Corrective measures have been initiated and are documented under CAPA (B)(4). Justification: justified for complaint sample 1. Not justified for complaint sample 2 and 3.

Manufacturer narrative:
(B)(4). We received 2 used and half filled easypump ii lt 100-50-s without packaging and one unused easypump ii lt 100-50-s in open packaging. The 3 received samples were taken to a visual examination. Damages were not detected. In as-received condition, the white clamp was closed on both used samples. The original wing caps were not handed over by the customer. After opening the top cap and removing the closing cone, we detected solution (liquid) at the filling port (lli-cone) of both used samples. Furthermore we detected residues of fluid at the lla-cone of the patient connector. On the unused sample in open packaging we detected no damages or manufacturing faults. Additionally the 2 used samples and the unused sample were filled up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while one used pump did not work (solution was not running). Therefore the blocked pump was squeezed by hand and the functional test respectively the leak test was carried out again. Subsequently the pump did not work (solution was not running). After waiting for approx. 1/2 h the pump did not work (solution was not running). After waiting for a while the other used pump and the unused pump did work (solution was running). Furthermore we tested the flow rate of the used sample and the unused sample. Nominal: 2 ml/h; actual: used sample: 2.8 ml in 1 h; 6.1 ml in 2 hrs; 9.1 ml in 3 hrs; unused sample: 2.9 ml in 1 h; 5.5 ml in 2 hrs; 7.9 ml in 3 hrs. A stopping of the infusion or leaks were not detected during the flow rate test at the 2 samples. The 2 samples are within our specifications one used sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. A review of the batch and manufacturing records revealed no abnormalities or nonconformities.

Event description:
As reported by the user facility ((B)(4)): pump worked very short. Patients returned to the hospital to have their easypumps disconnected after the scheduled 48h, but after inspection the easypumps apparently only worked for a very short time. Residual volume was approximately 80-90ml.